Event description:
The need for the insertion of a central line was identified and ordered by the md. During an attempt to puncture the basilic vein and brachial vein above right elbow, portion of a guidewire was severed. A cutdown was performed and the broken off guidewire fragment was removed successfully.